Manufacturer narrative:
Patient information was requested but has not been provided. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. He informed the site that any time the patient tracker moves, they must re-register the patient. The instructions for use (IFU) that accompanies the device contains warnings regarding patient reference movement.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) procedure, one of the nurses in the room tripped over the patient tracker cord and pulled the patient reference tracker off the patient's forehead. They opened a new tracker, and tried to navigate again, but did not know they needed to re-register the patient. They chose to discontinue navigation after an incision had been made for the case. They completed the case using the sinus scope and non-navigated instruments with no impact to the outcome of the patient.